Event description:
The user facility reported cannula breakage on a surflo intravenous catheter device. Follow up communication with the user facility confirmed the following: (1) the patient was admitted for diarrhea and stomach upset; (2) the attending doctor tried to take a blood sample using sr+ox2419c on the patient's left dorsal; (3) the catheter was inserted and needle was removed after insertion; (4) after inserting the cannula, there was no backflow of the blood; (5) the doctor had decided to withdraw the cannula completely and upon removal of the cannila, the doctor noticed that the cannula was shorter; (6) a successful blood sample was taken again but on the patient's right dorsal; (7) the patient was then sent to radiology for ultrasound and fluoroscopy procedure to check if there was any fragment left in the body; (8) there was no conclusive result from the scans and the patient was discharged on (B)(6).

Manufacturer narrative:
Report # 3003902955-2014-00028 to provide evaluation results of the retention and current lot samples and to correct the lot # initially reported. (B)(4). The involved device was not returned to the manufacturing facility for evaluation. Therefore the investigation was limited to user facility information, quality records, retention and current lot samples, as well as a picture of the actual sample provided by the user facility. Visual inspection of the picture of the actual sample showed the catheter tube was broken off from the tip. The catheter tube seemed to be punctured or cut. The catheter tube has a mound shaped cut and was shorter than its original length. Visual inspection of the retention and current lot samples and lot samples confirmed no anomaly was noted. Simulation testing was conducted. Retention samples were used in the simulation. The needle and catheter assembly was inserted to the dummy arm and performed re-insertion of needle. The catheter tube was pierced by the needle upon re-insertion. A review of the manufacturing and shipping records confirmed there were no product related problems for this lot number. A review of complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the catheter tube was punctured during needle reinsertion. All currently available information has been placed on file by the qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted for follow-up # 1 mfg. Report # 3003902955-2014-00028 to provide evaluation results of the retention and current lot samples and to correct the lot # initially reported.

Manufacturer narrative:
(B)(4). The date was initially reported as 11/15/2014, the correct date is 10/30/2014. The 510k number was initially reported as k89108, the correct 510k number is k133280.

Event description:
(B)(4). The date was initially reported as 11/15/2014, the correct date is 10/30/2014. The 510k number was initially reported as k89108, the correct 510k number is k133280.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation, which limits the failure investigation. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).